Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, patient presented with a no code status. The patient was planned for ECMO removal and placement into hospice. The arterial cannula was removed and closed off with a 18f manta successfully. The venous cannula was removed and closed off with a competitive closure. The patient expired moments later. The physician stated the patient was obviously dependent on the ECMO and the patient's death is not related to the manta closure device. Death related to the procedure is a potential adverse event associated with any large bore intervention, including the use of the manta vascular closure device as per IFU.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: patient died after ECMO decannulation. Patient was a no code status and was to be taken off ECMO and put in hospice. The arterial cannula was removed and closed with manta 18 fr with successful closure. Removed the venous cannula and closed with a competitor closure device. Patient died on the table moments later. Physician stated patient was obviously dependent on the ECMO and was not related to manta closure.